Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.5mm x20mm x143cm coyote es balloon catheter was advanced to dilate the lesion. However, it was noted that the balloon ruptured. The procedure was completed with another coyote balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. There is blood in the inflation lumen and the balloon. Device analysis determined the condition of the returned device was consistent with the complaint incident. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous hypotube and shaft kinks. The inner shaft is buckled in numerous locations under the balloon. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure. The coyote es device inflated and held pressure for 5 minutes without leaking. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.5mm x20mm x143cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, it was noted that the balloon ruptured. The procedure was completed with another coyote¿ balloon catheter. No patient complications nor injuries were reported.